Event description:
Patient presented for generator change replacement. After the incision was made in the surgery, a lead fracture was seen. The lead was not replaced during the surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patients generator was explanted on (B)(6) 2020 and showed high lead impedance. During the surgery, it was noted that there was some blood inside of the lead. A new generator was later implanted on (B)(6) 2020 and again showed high lead impedance.